Event description:
It was reported that there was posterior stimulation and lead migration/dislodgement. The patient got very ill when she turned her system on. Date of onset was implant, (B)(6) 2005. Signs and symptoms included posterior muscle pain following a few minutes of stimulation, nuance posterior stimulation best characterized as posterior longitudinal ligament stimulation. One of the leads had moved upward, the one lead was in its original stable configuration and produced excellent stimulation paresthesia coverage but also produced same nuance posterior stimulation best characterized as posterior longitudinal ligament stimulation. It was related to the device or therapy and was possibly related to the implant procedure. Diagnostics included examination and palpation on (B)(6) 2006 and x-rays which showed one lead at t6-7 and one lead at lower aspect t8 on (B)(6) 2006. Interventions include reprogramming on (B)(6) 2006 and the outcome was ongoing with no further action needed. The patient was also offered a paddle lead. Therapy was abandoned; the patient wanted it taken out. There was a spinal cord stimulator explant per patient request.

Manufacturer narrative:
Concomitant products: product ID 377660, lot # v001390, implanted: (B)(6) 2005, product type lead; product ID 377660, lot # v001390, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 377660, lot # v001390, implanted: (B)(6) 2005, product type lead; product ID 377660, lot # v001390, implanted: (B)(6) 2005, product type lead.